Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly overnight. The pump was connected to a power source and was able to be turned on. The pump was charged to 60%. Subsequently, the pump would not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose (bg) level was 250 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged charging malfunction was verified and a different issue was identified. The alleged shutdown malfunction was identified in the pump logs; however, no failure was identified.